Event description:
The customer reported an intermittent loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable/video cable was evaluated and replaced. The system was then found to be operating as intended and returned to service.